Event description:
Inspected 22 gauge needle prior to sticking patient and noticed plastic sheath was longer than the tip of the needle. Discarded needle in sharps container and obtained another IV catheter.